Manufacturer narrative:
One swan-ganz catheter was received for evaluation. The reported issue was confirmed. The recommend guidewire for distal lumen of this catheter model is 0.025" per the IFU. A lab sample 0.025" guidewire was inserted from tip to hub and stuck at 5 mm from the tip. The guidewire was then inserted from hub to tip and stuck at same area of the tip. Cut down was performed, unknown clear material was noticed attached to the inner lumen wall which narrowed the inner lumen. All other lumens were patent without any air leakage or occlusion. The balloon inflated clear, concentric and remained inflated for a period of time without leakage. No other visible damage was observed from catheter body. Ir spectrum of unknown material showed similar absorption characteristics when comparing to cycloheptane like material. Further investigation was performed at the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, a leak and flow test is performed to all of the units as per internal procedure. Also, all of the units go through a guidewire inspection from distal hub through the backform area. As per chemistry analysis of the unknown material found in the lumen, the ir spectrum of unknown material showed similar absorption characteristics when comparing to cicloheptane. This component was verified in the bill of material of the subassembly and is not part of the affected product. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the guidewire did not pass through this swan-ganz catheter. There was no allegation of patient injury. The device was available for evaluation. As per engineering evaluation findings, contamination was found inside the fluid path. The material occluding the lumen showed a compositional match of 51.84% with cycloheptane. This component was verified against the bill of material (bom) for the corresponding subassembly and it was determined that this component is not part of the affected product. Patient demographics not provided.